Event description:
The customer stated that he is waiting for an upgraded insulin pump to arrive, and in the mean time, his current insulin pump has scratches and a broken belt clip slot. Had the customer inspect the drive support cap, and it was flush with the case. Advised the customer to discontinue using this insulin pump, and revert to a back up plan until the upgrade arrives. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.